Event description:
A report was received from the USA stating that an 840 ventilator generated a graphic user interface (gui) inoperative error message while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The customer reported to have replaced the gui central processing unit (cpu) printed circuit board (pcb) and requested for a covidien customer support engineer (cse) to upload the current software to the ventilator.

Manufacturer narrative:
The cse inspected the device and verified that the gui cpu pcb had been replaced and upgraded the software to the current revision. The cse then performed extended self-testing on the device and all tests passed. (B)(4).